Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 440 mg/dl at the time of incident. Customer also performed the self test for the block mode and passed the both the rounds of the test. Troubleshooting was declined. Auto mode on the insulin pump was not active. The device will be not returned for analysis.